Event description:
Provider states consumer was using the rollator in the snow. As she was walking, the left front caster broke all the way into the housing, stem bolt and everything. The woman fell forward along with the rollator and broke her tooth. Update: (B)(4) 2013 (B)(6) 3:06pm - end user's daughter stated that they picked out this type of walker because it has the bigger casters due to living in (B)(6). It would be easier to push through snow or grassy areas.